Event description:
It was reported that the patient sought medical attention at the emergency room with an infection that developed at the infusion site (abdomen) while wearing the pod between 49 and 71 hours. The patient reported that the insulin appeared to not be absorbing correctly and pooling under the skin at the infusion site, causing the site to become red, swollen and infected. The patient reported that they have looser skin on their abdomen due to two previous pregnancies and caesarean sections, and they believe that this may have contributed to this incident. It was reported that when the infection cleared a scar was left at the site. The patient was prescribed unspecified antibiotics as treatment. The patient was released after 2.5 hours, on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.